Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colostomy reversal procedure, the surgeon fired the device across the distal end of the anastomosis of the bowel. He cut the tissue and removed the device without observing the staple line. Once the device was removed, the bowel was open at the ends; the device had not stapled and the surgeon was required to use suture to close the anastomosis. They then reviewed the cartridge and the drivers were fully visible in the cartridge and no staples had been fired nor were there any in the cartridge; it was empty. They completed the procedure with no consequence to the patient.